Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7075527.

Event description:
It was reported that the patient was experiencing pain, swelling, and skin sensitivity at the battery site and between the battery site and midline incision where lead was tunneled. The physician suspected infection.

Event description:
It was reported that the patient was experiencing pain at the right side of the abdomen for several weeks as well swelling and sensitivity at the ipg site and midline incision. The physician ordered blood work to check for any sign of infection. Additional information was received that the physician did not indicate that the complications were device related and the blood work results did not show any sign of infection. The patient continued to work with pain management in treating the symptoms.